Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. No unexpected battery alarms were noted. No burned or melting components were found per visual inspection. Unit received with cracked case at the display window corners. Unit received with missing end cap sticker and peeling and stained back address / serial number label.

Event description:
Customer reported via phone call that the insulin pump had damaged. Customer's blood glucose value was unknown. The customer stated that crack on the back of insulin pump. Customer declined to troubleshot for battery issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.